Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screwdriver tip broke during a femoral open reduction internal fixation (orif) procedure on (B)(6) 2017. The tip broke into three pieces while the surgeon attempted to implant a 5.0 mm cannulated locking screw through a locking compression plate (lcp) curved condylar plate. All fragments were retrieved. No reported surgical delay, no additional x-rays or additional medical intervention required. The procedure was successfully completed with the patient in stable condition. Concomitant devices reported: 5.0mm cannulated locking screw (part number unknown, lot number unknown, quantity 1), locking compression plate (lcp) curved condylar plate (part number unknown, lot number unknown, quantity 1). This report is for one (1) cannulated hexagonal screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part 315.05, lot 3419440: please note, this DHR review is for part number 314.050 as written in complaint file. Manufacturing location: (B)(4), manufacturing date: 16.apr.2010: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. This complaint is confirmed. A portion of the tip has sheared off of the returned screwdriver. In addition to the breakage, the remaining hex tip is bent at an approximate angle of 45 degrees and is severely twisted in the direction of resistance met during screw insertion. One portion of the remaining hex wall has collapsed internally. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. The 314.05(0) cannulated 4.0mm hexagonal screwdriver is a reusable instrument available for use in several systems and is used for insertion and removal of screws with a 4.0mm hexagonal screw head drive recess. The cannulation allows for precise screw trajectory via guidewire. The inside diameter and outside hex feature dimensions of the screwdriver tip at the location of the break could not be accurately measured at customer quality (cq) due to the bent and twisted and collapsed condition of the returned device. Screwdriver assembly drawing and screwdriver shaft component drawing were reviewed during this investigation. No product design issues or discrepancies were observed. Most likely due to application of excessive force on this 7 year old reusable cannulated screwdriver. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.